Event description:
It was reported a patient experienced sepsis, acute kidney injury and chest infection coincident with automated peritoneal dialysis (apd) therapy, which required hospitalization. The cause of these events was unknown. Treatment and outcome are unknown. Pd therapy was discontinued four days after receipt of this report. Additional information was requested, but it was not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be filed.